Manufacturer narrative:
The subject device was returned to omsc for evaluation. As a result of evaluation of omsc, it was confirmed that the probe was cracked at 14 mm from the distal end. There was a scratch on the probe. The probe was not completely broken off but bent. The manufacturing history was reviewed, with no irregularities noted. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that a probe of a device was cracked since a user output the device contacting with something hard. And there was a possibility that the probe damage error occurred since the probe was cracked. The instruction manual of the subject device already states; warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
The subject device was used during an uncertain procedure. In a short time ,probe damage error occurred. There was no patient harm reported. No further information was reported. The device was returned to olympus medical systems corp. (Omsc). Omsc investigated the device and it was found that the probe of the device was cracked and bent on (B)(6) 2016.